Event description:
The operator reported an external blood leak occurred from the filter header at the start of a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated 50cc blood loss. The actual amount of blood loss due to the leak is not known. No medical intervention was required.

Manufacturer narrative:
The cartridge was not returned for evaluation as requested at the time of this report. Should the device be received, a follow up report will be submitted. No similar problems have been reported for this lot of cartridges.